Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone power loss alarm was occurred. Customer's blood glucose level was 217mg/dl. Troubleshooting was performed for power loss alarm. The insulin pump will not returned for analysis.